Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra) and functional analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." Functional analysis was not performed as the product was not available for return. The customer handled a cassette without adequate ppe which would be the most likely assignable cause for the skin reaction issue. The customer will be sent a letter advising them to always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when handling new, used, or ejected cassettes. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). The customer has informed asp the complaint product was discarded, therefore no product failure analysis can be conducted.

Event description:
A customer reported a healthcare worker (hcw) had a skin reaction on his hand after handling a sterrad® 100nx cassette from their sterrad® sterilizer. The symptoms included a burning sensation and skin appears white. The hcw reported he rinsed with water and the burning sensation lasted about one to two hours. Also, the white area was gone within four to five hours. The hcw was not wearing personal protective equipment at the time of the event and did not seek or receive any medical attention/treatment and is reported to be ¿alright." This event is being reported as a malfunction report subsequent to a serious injury.